Event description:
On (B)(6) 2011, company rep reported receiving a call from the pt stating he was having some issues with the infusion device and expressed his concerns. On f/u call, pt reported he has had issues with the infusion device and wants it replaced. Pt stated he has lost confidence in the infusion device. Pt reported high and low blood glucose concerns that he was not willing to troubleshoot. Pt stated his my data displayed he received over 50.0 units of insulin on (B)(6) 2011. Pt reported he feels this is not correct as his blood glucose level would have returned to normal. No blood glucose levels were provided. Pt's normal blood glucose level was not provided. Offered to send a clinical specialist to his home for further assistance; the pt declined. Pt was not willing to troubleshoot during the call. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.